Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon revision, a rupture in the right cylinder was found, so the pump and cylinders were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. The first cylinder had a hole in the outer tubing and broken fabric threads from wear in the middle of the cylinder. The second cylinder had wear at fold in the proximal end, middle, and distal end of the cylinder. Leakage test revealed that the first cylinder had a bulge in the middle of the cylinder when inflated with syringe. The second cylinder passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) were worn to the filament. The pump passed both leakage and functional test. Based on the information available and analysis results, the reason for the hole/perforation and a mechanical issue was most likely determined to be a bulge in the first cylinder; therefore, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for reservoir is (B)(4)

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon revision, a rupture in the right cylinder was found, so the pump and cylinders were removed and replaced. There were no patient complications reported.